Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 24.5 cm distal to the is-1 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The provided x-ray showed that the lead tip was found bent in the implanted state. Further analysis of the returned lead showed that the inner coil was found fractured directly next to the lead tip, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Furthermore, the inner coil was found stretched and the insulation damaged in the distal region, these damages probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was extracted due to loss of capture and out of range pacing impedance (>2000 ohms). It was decided to explant the whole system.